Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s parent stated on (B)(6) 2020, an unspecified skin reaction occurred. A physician prescribed mupirocin cream for the area on the same date the reaction was noticed. At the time of report, the patient was doing well. No additional patient or event information is available.